Event description:
Caller states patient tested 2.0 inr on the coaguchek s system while a comparison lab returned as 3.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.